Event description:
It was observed that the pt's device was beginning to extrude through the skin. The pt reportedly was seen by an implant surgeon. Surgery to explant the pt's c1 device is to be determined.